Manufacturer narrative:
One heal collar 3.5x3.5, 5mm (hc335) and one unknown zimmer implant were reported but not returned for investigation. Therefore, visual evaluation could not be performed. The investigation was performed using applicable instructions for use, risk files and other available information. Functional testing could not be performed due to the nature of the devices and event. No pre-existing condition was noted in the per. The devices were intended for an unknown tooth location. X-ray or picture images were not provided and no other information was provided. Appropriate documentation was reviewed. DHR review for the lot (2021020356) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. However, DHR review could not be conducted for the unknown zimmer implant since the lot number was unknown. Complaint history review was performed for the reported lot number (2021020356) for similar events and no other complaint was identified. However, complaint history could not be reviewed for the unknown zimmer implant since the lot/item number was unknown. Based on the available information, device malfunction and the reported event could not be verified.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Gender unknown / not provided. Patient weight unknown / not provided. Date of event unknown / not provided . Last name unknown / not provided.

Event description:
It was reported that clinician was unable to seat a healing abutment during a procedure. They were able to complete the procedure with another healing abutment. They believe that the abutment threads may have been damaged. The rep did not have information for the implant. Tooth location not reported.